Event description:
It was reported by svc report that the power cord was missing the ground prong and the headboard was damaged with sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Headboard.